Event description:
It was reported that a 3.5 mm proximal tibia locking compression plate construct was removed due to pain in the knee. The procedure was successfully completed. There was no allegation against any of the parts. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Date of event and implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm proximal tibia plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.